Manufacturer narrative:
Concomitant medical products: product ID: 5524m45, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2017. Product event summary: the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had non-physiologic noise appearing on the atrial high rate episodes. The noise detected on the ra lead was resulting in inappropriate mode switching. A lead insulation breach was suspected on both leads. It was further reported that there was an infection. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.